Manufacturer narrative:
Device evaluation: the flat filter and epifuse connector were returned for investigation. To test the device, a stock catheter was connected to the connector and liquid was passed through with a syringe, and no liquid leakage was detected. In addition, liquid was passed for each component, but no leakage occurred. The device dimensions were also checked using an inspection gauge, but the male connector, female connector of the flat filter, and female connector of the catheter connector conformed to the standard, and no abnormality was found. Based on the investigation and testing, the complaint was not confirmed. No fault was found with either of the returned product.

Event description:
Information was received indicating that a smiths medical portex® continuous epidural was observed to be leaking somewhere between the catheter connector and the pump. There was no reported adverse patient effects.